Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging an error 4 issue with a one touch verio meter. The patient indicated that the alleged issue started on (B)(6) 2012. A week after the alleged issue began, the patient claimed that she developed a symptom of dizziness. The patient denied that she received any medical intervention because of the alleged issue. The patient did not have testing supplies for troubleshooting. The patient was sent replacement products. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter had an error 4 issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up # 1 (06/06/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.